Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cutter malfunctioned and vitreous was not being aspirated before surgery. When it was connected to the device, it was not recognized. The procedure type was unknown. The procedure was completed on same day, but it was unknown how the surgery was completed. There was no patient contact.